Event description:
Hosp advised that during preventive maintenance, the biomedical engineering dept tested the pump with an "ida" 2 analyzer. The testing took place with the pump turned off, the door open. When a set was installed the pump freeflowed on all four channels. The pump was not on a pt at the time of this event.